Event description:
It was reported that during t&a procedure, the device started smoking, believes a blood clot got in the device. There was not delay on the procedure and a back-up was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. The function of wands could produce a smoke when this is operating in normal condition. The device did not present overhead or hot when this was touch.